Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. The cause of the event cannot be determined. If action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted six (6) years, two (2) months, underwent valve-in-valve procedure due to paravalvular leak (pvl). A 26mm transcatheter valve was implanted inside the 23mm valve with no issue.

Event description:
Edwards received information patient underwent valve-in-valve procedure due to severe symptomatic aortic insufficiency resulting from paravalvular leak (pvl) of the bioprosthetic valve. Patient was discharged on post-operative day one (1).

Manufacturer narrative:
H10. Additional manufacturer narrative: added information a4, b5, b7, f10, h6. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease pathology likely impacted event.

Manufacturer narrative:
H10. Additional manufacturer narrative: the cause of the event was due to patient factors and progression of patient's underlying valvular disease pathology. Added h6 result code and conclusion code.